Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called complain that insulin had been pushed out of pump while priming and drained half of her reservoir. The customer's blood glucose level was 12.8 mmol/l. The customer stated they were not able to exit the "preparing to prime" loop. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.